Event description:
Customer reported hospitalization for high blood glucose. Customer states that they are unable to remember the blood glucose at the time of hospitalization. Customer was wearing the insulin pump at the time of hospitalization. The blood glucose reading is 168 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.